Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. No additional adverse patient effects were reported. This rv lead was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the d6b: explant date.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. No additional adverse patient effects were reported. This rv lead was explanted.